Event description:
It was reported that the customer went to the hospital due to a blood glucose level exceeding 378 mg/dl. Customer declined to troubleshoot the issue with tandem technical support; therefore no additional information was obtained.